Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert posted to the latitude website for this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular (rv) lead, exhibiting oversensing of noise, anti-tachycardia pacing (atp), 1 shock and 1 inappropriate shock. The physician reported intermittent noise on the right ventricular (rv) lead channel since 2022, however it was never previously sensed by the device. A request for technical service (ts) consultant to review device data and provide recommendations. New information was received indicating technical services (ts) provided recommendations for thorough troubleshooting and manipulation testing on the rv lead. The frequency and amplitude of the noise correspond to myopotentials. Lead measurements are stable and within range. The device and lead remain implanted. No adverse patient effects were reported.